Manufacturer narrative:
See manufacturer¿s report # 3004209178-2019-12240 for the patient¿s previous device issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 20-may-2023, UDI#: (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The manufacturer¿s representative reported that the doctor notified them that they had seen the patient back for follow up after the replacement and the lead had pulled out of the foramen exactly like it did in the first procedure. This was confirmed by x-ray. The physician¿s plan was to leave the device in place and start the patient on botox injections. There were no further complications reported or anticipated.